Event description:
It was reported that pump screen remained dark and would not turn on, and when pump display did turn on, button was extremely difficult to press and sometimes required multiple presses. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to press button in specific way, agreed to place pump into storage mode, and used multiple daily injections as backup therapy, while technical support arranged replacement pump, confirmed shipping details, instructed customer to reenter pump settings and reconnect continuous glucose monitor, and requested return of problematic pump using prepaid label.